Event description:
The lay user/patient contacted lifescan (lfs) in may 2006 alleging high readings on her one touch ultra meter. A medical affairs specialist (mas) spoke to the patient in may 2006 and obtained/verified the following information: dave of event around 5-6pm the patient tested her blood glucose and obtained a 192 mg/dl and took 7u of humalog based on a sliding scale. Approximately 45 minutes later she felt sweaty, shaky and "blacked out". Her husband arrived and immediately treated with glucose gel. She regained consciousness and did not attempt to test her blood until after dinner; however, does not recall her blood glucose reading. She did not contact her physician due to this issue. The test strips are in good condition and not expired. The patient's control solution was expired; therefore, mas was unable to to run a quality control test. Customer care advocate (cca) sent the patient a replacement meter, strips and control solution. The complaint is being reported because the patient took insulin after obtaining the meter reading and blacked out 45 minutes later. It is not clear if the patient ate after taking the insulin (prior to the incident).